Event description:
The customer reported, the system is displaying an iris error at boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the connector on the collimator drive motor. System operates as intended. (B) (4).